Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model#: sc-4318, serial/lot #: (B)(4) description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to infection. It was reported that the infection was not device related.